Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros vanc quality control result was observed on a vitros 5,1 fs chemistry system. The investigation was unable to determine a definitive root cause. An instrument or reagent cannot be ruled out as contributing factors.

Event description:
The customer observed a non-reproducible, higher than expected, vitros vanc quality control result when processed on a vitros 5, 1 fs chemistry system . The following results were obtained: qc fluid lot biorad 1 = 23.6 vs. An expected result= 7.5 ug/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report that patient results were questioned. There was no report of patient harm as a result of this event. (B)(4).